Manufacturer narrative:
The lal was returned in fragments and significantly damaged due to the explant procedure; no additional test was able to be performed on the lal fragments. Section h6 codes were updated. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +18.5d) was explanted from the right eye due to the patient's dissatisfaction with their vision and another lal (sn (B)(6), +18.5d) implanted as a replacement. In addition, a pars plana vitrectomy was performed on the eye. Rxsight's first awareness of this event was on 03/25/2024.